Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right femoral artery. A >50%, denovo lesion was identified in the obtuse marginal 1 (om1). A .014" non-bsc hi-torque guide wire was advanced to the lesion via a 6f jl 4.0 mach1 guide catheter. A 2.75x32mm ion stent was implanted at the lesion. The .014" non bsc hi-torque guide wire was removed intact. A .014, 300cm kinetix guide wire was advanced across the target lesion. A 2.0mmx12mm emerge otw balloon catheter was inflated to an unknown number of inflations/atms. The kinetix guide wire was removed and it was noted that the distal part of the device was left in the om. To retrieve the detached guide wire tip, a balloon catheter was advanced and inflated four times (16/14atms) for 6 seconds each but the detached tip was unable to be retrieved. A 2.5mmx20mm emerge otw balloon catheter was advanced and inflated three times (14/10/18atms) for 8/12 seconds and a 2.75x32mm ion stent was advanced and deployed to jail the detached tip against the vessel wall. The procedure was completed with placement of two additional unspecified coronary stents. No further patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right femoral artery. A >50%, denovo lesion was identified in the obtuse marginal 1 (om1). A .014" non-bsc hi-torque guide wire was advanced to the lesion via a 6f jl 4.0 mach1 guide catheter. A 2.75x32mm ion stent was implanted at the lesion. The .014" non bsc hi-torque guide wire was removed intact. A .014, 300cm kinetix guide wire was advanced across the target lesion. A 2.0mmx12mm emerge otw balloon catheter was inflated to an unknown number of inflations/atms. The kinetix guide wire was removed and it was noted that the distal part of the device was left in the om. To retrieve the detached guide wire tip, a balloon catheter was advanced and inflated four times (16/14atms) for 6 seconds each but the detached tip was unable to be retrieved. A 2.5mmx20mm emerge otw balloon catheter was advanced and inflated three times (14/10/18atms) for 8/12 seconds and a 2.75x32mm ion stent was advanced and deployed to jail the detached tip against the vessel wall. The procedure was completed with placement of two additional unspecified coronary stents. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the core wire and high torque sleeve were fractured. The distal tip, including the coil wire/core wire/ribbon was not returned for analysis. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).